Manufacturer narrative:
This case is represents a proactive action to replace the capacitor.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips healthcare to report that the device displayed therapy failure message there was no reported patient involvement.